Event description:
A non-cordis stent was implanted in the target lesion and a saber 5 mm 10cm 150 was delivered to the lesion for post dilatation. However it ruptured at approximately 10 atmospheres (atm) during its initial inflation. Therefore it was replaced with a new non-cordis balloon catheter same size and performed post dilatation. The procedure completed successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the superficial femoral artery. The patient¿s information, patient¿s vessel level of tortuousness, calcification and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was 5:5. A non-cordis brand of inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally. The product was removed intact (in one piece) from the patient. The patient is doing fine. Additional procedural details were requested but are unknown.

Manufacturer narrative:
After a non-cordis stent was implanted in the target lesion, a saber 5x100mm 150cm percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion for post-dilatation. However, it ruptured at approximately ten (10) atmospheres (atm) during its initial inflation. Therefore, it was replaced with a new non-cordis balloon catheter same size and performed post-dilatation. The procedure completed successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s information, patient¿s vessel level of tortuousness, calcification and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The contrast to saline ratio was 5:5. A non-cordis brand of inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally. The product was removed intact (in one piece) from the patient. The patient is doing fine. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17597305 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as a calcified/resistant lesion can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17597305 presented no issues during the manufacturing process that can be related to the reported complaint. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A non-cordis stent was implanted in the target lesion and a saber 5 mm 10cm 150 was delivered to the lesion for post dilatation. However it ruptured at approximately 10 atmospheres (atm) during its initial inflation. Therefore it was replaced with a new non-cordis balloon catheter same size and performed post dilatation. The procedure completed successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the superficial femoral artery. The patient¿s information, patient¿s vessel level of tortuousness, calcification and rate of stenosis was unknown. Additional information has been requested.